Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) scanning procedure. Prior to the procedure, it was noted that the right atrial lead exhibited high pacing impedance. There were no consequences to the patient.

Manufacturer narrative:
Correction: h6 - previously reported code should be high pacing imoedance.

Manufacturer narrative:
The reported event of high pacing lead impedance could not be confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing and x-ray examination of this returned portion did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage.

Event description:
New information received notes the right atrial lead was explanted. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) scanning procedure. Prior to the procedure, it was noted that the right atrial lead exhibited high pacing impedance and inadequate low voltage output. There were no consequences to the patient.